Event description:
The customer reported a leak at the front of the coulter hmx analyzer with autoloader while performing routine maintenance. The customer could not determine the exact location of the leak. The volume of the leak was about 2 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/23/2015. The fse found that the tubing at pump pm6 was cut and was causing the leak. The fse replaced the tubing, which repaired the leak. The fse also found that the blood sampling valve (bsv) probe was bent. The fse replaced the probe to resolve the issue. The repairs were verified per established procedures. (B)(4).